Event description:
The customer called and reported numbers were ramping up on the insulin pump while she was trying to give herself a bolus. Customer's blood glucose was 19 mmol/l. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace and with bleeding lcd. No scrolling numbers display anomaly noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.